Event description:
Factory analysis of a returned motor controller pcb board revealed a failed component that could result in a problem with internal communications during operation of the device in normal ventilation mode. The noted failure may result in a shutdown of the ventilator during use in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.